Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a polarity switch occurred, and a low impedance right ventricular measurement was recorded. It was noted that the patient had undergone a magnetic resonance imaging (MRI) procedure that same day. The right ventricular (rv) lead remains in use. No further information was obtained through follow-up investigation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the MRI that the patient underwent, in fact did not coincide with the reported polarity switch, but in fact took place much earlier.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the polarity switch and low impedance was attributed to the patient's surgery.